Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.25 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the distal stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.25 x 32mm synergy drug-eluting stent was advanced for treatment. However, during procedure the stent strut was damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. A 2.25 x 32mm synergy drug-eluting stent was advanced for treatment. However, during procedure the stent strut was damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported.